Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that during draw with bd vacutainer® sst¿ blood collection tubes the tube pushed off non patient end of needle, causing patient discomfort. The following information was provided by the initial reporter: customer reports that when drawing blood, the runner part of tubes get stuck inside of the plastic vacuums, causing patient discomfort.

Event description:
It was reported that during draw with bd vacutainer® sst¿ blood collection tubes the tube pushed off non patient end of needle, causing patient discomfort. The following information was provided by the initial reporter: customer reports that when drawing blood, the runner part of tubes get stuck inside of the plastic vacuums, causing patient discomfort.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.